Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7174855, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient lost therapeutic relief due to lead migration, which was confirmed through xray. During the lead revision procedure, a lead was fractured while the physician was pulling the lead out. The fractured lead was replaced, and the other lead remains implanted in the patient and in use. The patient was doing well postoperatively.